Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation on his back underneath the therapy electrodes (tes). The irritation was described as itchy and red skin indentations. The patient consulted his physician who recommended to use a back scratcher. Follow-up indicated that the irritation was less red and improved.